Manufacturer narrative:
D9: date returned to mfg 2/27/2024. Two samples were received for evaluation. Visual inspection revealed no discrepancies. Functional testing was performed and no discrepancies were found in the devices. The reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable caused the pump alarm. The patient then felt wetness on their side (likely leaked out of bag) and white residue all inside/outside of pouch. A pharmacy technician noticed the tubing on cadd itself was not connected to the tubing. Event occurred while in use with patient and no patient harm/adverse event reported.